Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the pt experienced pump stoppages while he was supported by either the batteries or the power module and percutaneous lead (lead) compromise was suspected. The pt was readmitted into the hospital and x-rays were taken. The suspected area was directly near the transition point from the velour to the silicone portion of the percutaneous lead was a transition point was observed in this area of the x-rays. It was also reported that the pt used a "perclead fixation" to secure the lead. Additional info was received on (B)(6) 2014 indicating that the pump was exchanged that day.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.